Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post atrial ablation and 300 joule biphasic cardioversion, this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited loss of capture (loc) that resulted in 65 seconds of asystole. The device was noted to be implanted on the right side and one of the r2 patches had been placed right scapular. It was reported that rv threshold measurements pre-cardioversion 1.2 volts and were 2.2 volts post cardioversion. Boston scientific technical services (ts) discussed the potential that the right sided cardioversion may have caused residual energy to remain on the leads and the defib detect circuit withheld the pacing pulse until the energy dissipated enough and may have also caused the transient rise in the rv pacing threshold causing loc. Ts discussed the potential of a patient related issue as well due to the acute rise in threshold measurements and the patient having a very sick heart. It was noted that the cs catheter was not capturing either post cardioversion. No adverse patient effects were reported. This product remains implanted and in service.